Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had incorrect volume read: robaxin was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a syringe with 8.6ml of robaxin was programmed to infuse. The pump however was reading there was 11.4ml in the syringe. The clinician programmed the infusion to infuse the ordered 8.6ml. Upon completed there was till medication left in the syringe. There was patient involvement, but the outcome is unknown. Although requested, no additional information was provided.